Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012672023); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012685665); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012672023); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of transcatheter valve, upon loading check, a misload occurred due to a bent strut on the outflow side of the valve. Subsequently, a new valve, new delivery catheter system (dcs), and  new compression loading system (cls) were used; however, another misload was identified due to a frame node overlap extending past the fourth node. A new valve, new dcs, and new cls were used for the third loading attempt which was successful. Prior to the implant of the valve, a pre-implant balloon aortic valvuloplasty was performed using an 18 millimeter (mm) non-medtronic balloon; however, full balloon inflation was not achieved due to interference with the patient's calcification. Upon deployment of the valve to the point of no recapture (ponr), the valve would not open and the diameter of the narrowest part was approximately 8 mm. Several attempts were made to adjust the height of the valve, however, the valve would not expand and the diameter of the narrowest part was approximately 9 mm. It was determined that the deployment of the valve would be difficult in this condition, and the patient was hemodynamically stable. Therefore, the system was withdrawn from the patient and the procedure was aborted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three media files of the fluoroscopy valve load inspections were provided for review. The first two fluoroscopy valve load inspections provided confirm misloads, overlap to node 4 and overlap beyond node 4. It was reported that a bent strut on the outflow was seen; however, it is not visualized in the media files provided. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the misloaded valve was discarded, and a new valve was prepared. A third fluoroscopy valve load inspection was provided confirming a good load. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of transcatheter valve, upon loading check, a misload occurred due to a bent strut on the outflow side of the valve. Subsequently, a new valve, new delivery catheter system (dcs), and  new compression loading system (cls) were used; however, another misload was identified due to a frame node overlap extending past the fourth node. A new valve, new dcs, and new cls were used for the third loading attempt which was successful. Prior to the implant of the valve, a pre-implant balloon aortic valvuloplasty was performed using an 18 millimeter (mm) non-medtronic balloon; however, full balloon inflation was not achieved due to interference with the patient's calcification. Upon deployment of the valve to the point of no recapture (ponr), the valve would not open and the diameter of the narrowest part was approximately 8 mm. Several attempts were made to adjust the height of the valve, however, the valve would not expand and the diameter of the narrowest part was approximately 9 mm. It was determined that the dep loyment of the valve would be difficult in this condition, and the patient was hemodynamically stable. Therefore, the system was withdrawn from the patient and the procedure was aborted. No patient complications were reported as a result of this event. Additional information was received indicating that the misload was identified via fluoroscopy. The valve was loaded by an experienced valve loader. Per the physician, raphe calcification of type 1 (n-r raphe) and abnormally protruding calcification of the annulus contributed to the expansion issue.